Event description:
Customer reported a button error on his insulin pump. He suspended the device for a shower, and when he came back the device said low battery. He replaced the battery and the device alarmed button error. The device also has a crack on the reservoir compartment. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons and alarmed for a button error due to the corroded keypad traces. The low battery alarm could not be verified due to the unresponsive buttons. The insulin pump had a cracked reservoir tube window, cracked reservoir tube lip and minor scratches on the display window.